Manufacturer narrative:
Visual inspections were performed on the returned device. The reported difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device via a 6fr sheath, after a peripheral interventional procedure. Reportedly, after the sutures of the proglide device achieved hemostasis, the suture trimmer ¿hang up¿ in the vessel and was difficult to remove. The suture trimmer was pulled out with no vessel damage. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.